Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for hypoglycemia. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death."

Event description:
The patient called to report that she was hospitalized for hypoglycemia on approximately (B)(6) 2013. She stated that she was unconscious and taken to the hospital by ambulance. She said that she had issues with pod insulin delivery. Her result with the hospital meter was 20 mg/dl while her pdm result was 80 mg/dl. Several attempts were made to contact the patient for additional information. She returned one call, but was not interested in providing further information. Additional attempts made to contact her were unsuccessful.